Event description:
It was reported that during unpackaging of the 3.5x28 rx vision stent system, it was noted that there was no stent on the stent system when the stent system was removed from the plastic hoop. The device was not used and there was no patient involvement. The procedure was performed using another rx vision stent system. There was no clinically significant delay in the procedure due to the device issue. No addition information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. There were crimp marks on the balloon between the markers suggesting the stent was firmly and properly placed on the balloon at the time of manufacturing. The reported missing stent could not be confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.